Manufacturer narrative:
(B)(4). Other devices used: catalog #00875101640, trilogy longevity poly liner, lot #62998324- implanted (B)(6) 2015; catalog #00875706401, continuum shell with cluster holes, lot #61442591; this report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing cellulitis following their most recent revision surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch (B)(4). Part: 00784301708 lot: 60568595 510(k) k953337, part: 00875101640 lot: 62998324 510(k) k151448, part: 00875706401 lot: 61442591 510(k) k151448. There was no product returned because it remains implanted; therefore, no physical evaluation could be conducted. DHR review shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. These devices are used for treatment. Review of the complaint history identified one additional complaint for the part-lot combination of 00784301708-60568595; however, this additional complaint was where this current investigation was derived from. Review of the complaint history for the remaining part-lot combinations identified no additional complaints. A patient history review indicates that this is the third revision of tha and that the first revision was due to infection as well. Review of the operative notes indicate that the patient¿s original surgery was complicated by a (B)(6) infection. The original tha used competitor¿s products and the revision surgery products are unknown. The operative notes for (B)(6) 2015 indicate that ¿there was no overt evidence of infection¿. Also, the patient sustained a fall after the latest revision, where zimmer implants were used, prior to developing pain and redness. With the information provided, a specific cause for the reported condition could not be determined with certainty.